Event description:
This case was initially received via (B)(6) on 09-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and back pain ("lumbar pain / disabling back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain (seriousness criterion disability), intervertebral disc disorder ("intervertebral disc disease"), headache ("headache") and depression ("depression"). The patient was treated with surgery (removal of essure planned for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, back pain, intervertebral disc disorder, headache and depression outcome was unknown. The reporter provided no causality assessment for back pain, depression, headache, intervertebral disc disorder and pelvic inflammatory disease with essure. The reporter commented: sick leave since 6 month with depression and disabling back pain. An allergy test was planned for (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-oct-2017 for the following meddra pt: pelvic inflammatory disease: n° 66 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.